Manufacturer narrative:
The reported complaint of suspected leak on the icy catheter (lot #83702) was confirmed. A pinhole leak was observed at the distal end of distal balloon during functional pressure leak test. The probable cause for the reported complaint was due to a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the returned catheter. Observed blood residue in the balloons and also in the distal, medial and proximal luered tubings. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the distal and proximal port were clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of distal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 83702.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported blood was observed on the start-up kit suk after 20 minutes into therapy. Leaking icy catheter on one of the balloon was suspected. The icy catheter (lot #83702) was placed smoothly and no multiple attempts into the patient right femoral vein. There was no alarm noticed with the thermogard system. Customer added that the icy catheter was removed but could not clarify for leak. Ivtm therapy did continued using a new icy to complete the therapy. No patient consequence reported.